Manufacturer narrative:
An investigation is ongoing, a supplemental MDR will be filed to share the conclusions. This MDR addresses the discrepant sars-cov-2 result. Note a separate MDR was filed to address the flu b discrepant result. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. The alleged sample initially generated a negative result for sars-cov-2 and flu a and a positive result for flu b. The same sample was retested on a different platform which yielded a positive result for sars-cov-2, negative result for flu a and flu b. The same sample was also retested on a separate liat analyzer and generated a positive result for sars-cov-2, negative for flu a and flu b. An investigation is ongoing.

Manufacturer narrative:
The sars-cov-2 positive result was reported. Review of the curve data shows a robust pcr curve with no abnormalities. An investigation was performed on the reagent and further ruled out any contribution. No product problem was identified as it relates to the discrepant sars-cov-2 results. (B)(4).